Manufacturer narrative:
Serial no was updated. Fields updated. Calibration and qc results show no sign of an issue. A possible root cause could be a sample clot got clogged in the sipper line leading to the low result. There have been no further issues observed.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a discrepant elecsys probnp ii immunoassay (probnp) result for one patient sample. The initial probnp result was 5.51 pg/ml. The sample was repeated and a probnp result of 5825 pg/ml was obtained. The initial result was reported outside of the laboratory. There was no allegation of an adverse event. The repeat result was deemed to be correct. The probnr reagent lot number was 227748 with an unknown expiration date. The investigation is currently ongoing.